Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during implant the pacing lead exhibited high thresholds and undefined impedance qualified as high. The pacing lead was not used and replaced. No patient complications have been reported as a result of this event.